Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. While assisting the patient on (B)(6) 2014, a distributor customer support representative reported to the distributor that the patient's stitches from an ICD explant sat under the lifevest. She reported that the area had started to get infected from the device resting over the area. There was no alleged device malfunction. There is no indication that the patient required medical intervention. The final medical outcome of the irritation is unknown.